Event description:
Pt underwent surgery. After surgery, the counts were unresolved. X-ray taken and did not reveal missing item. However, a small triangular metal object was noted. Investigation of surgical instruments revealed a missing insert from a needle holder. The pt returned to surgery for removal of a foreign body.